Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to bilateral ruptured breast implants, bilateral capsular contracture and intracapsular hemorrhage with liquefaction of hematoma on the left side. Original implants were placed in 1990. MFR unknown.